Event description:
My husband has been on home hemodialysis since (B)(6) 2026. We have had multiple issues with the refurbished machines that nxstage sends us. The cycler has had to be swapped out several times over 4 months. Today's issue is related to the access pressure pod. Nxstage continues to provide refurbished machines that have exceeded the normal medical device life of 5-7 yrs. The current cycler we were provided with is 16 yrs old. I would like to be provided with service records of every refurbished machine that they provide to us for hhm use. These continued cycler issues impact treatment, cause delays and could cause serious harm to a patient. Product details: nxstage medical ref: nx1000-1. Sn: (B)(6).